Manufacturer narrative:
(B)(4).

Event description:
[Pt] alleges: "ivc thrombotic occlusion - consisting of an occluding thrombus in the ivc after filter insertion". "Ivc filter has caused ivc stenosis and total occlusion of the inferior ivc".